Event description:
According to the customer, the brake on the left side is stripped on the chair. Customer was getting out of the transport chair when it slid from underneath her.

Manufacturer narrative:
According to the customer, the brake on the left side is stripped on the chair. Customer was getting out of the transport chair when it slid from underneath her. She was not hurt but did need to call 911 to help her get up. Customer states she has a history of multiple sclerosis and has had it for 28 years. Customer reports it seemed like the brake on the chair was wobbly, and when she pushed the handle down and proceeded to get up and over to her "potty chair" the break let loose, and it (the chair) was far enough over, and she did not hit it. She states her leg hit the inside of the wheelchair and it cut her leg and she has a bruise on the outside of her shin. She states she bruises very easily and may be from medications. Customer states she did not need x-rays, and she is currently "doing fine." No additional information at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.